Event description:
It was reported that the pt experienced increased pain. In 2008, a close adjustment was done with no change in pain level. A catheter obstruction was noted during a catheter dye study noted below. The entire sys was explanted and replaced the following day. The pt continues to complain of pain in back and all extremities which is considered normal for the pt. The hlth care providers did reduce the dose of her intrathecal medications at the time of the surgery to prevent overdose as the catheter had been obstructed (reduced to baclofen=174.29 mcg/day;clonidine=124.29 mcg/day;hydromorphone=7 mg/day).

Manufacturer narrative:
Results: used for the catheter which was not returned for analysis. Pump analysis reveals no anomaly found - normal device function.